Event description:
In 2006, the pt reportedly experienced overall performance decrease and fluctuating impedances. During center visit in the same month, testing performed showed that the c1 device was functioning. The center made the decision to explant the pt's device for a technology upgrade.